Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 in another machine on the same floor had also been experiencing cubie issues. The cubie was popping up instead of recovering. Upon inspecting the drawer, it was observed that the retractor bands were damaged. A field service engineer replaced both bands in drawer 2 and reseated the row board cables at the drawer board. Everything else appeared to be in good condition in this drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie that failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI). The reported condition of cubies failing intermittently was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that drawer 2.1 was experiencing cubie-related issues, with the cubies popping out instead of recovering properly. Upon inspection of the drawer, damaged retractor bands were observed. Both retractor bands in drawer 2 were replaced, and the row board cables were reseated at the drawer board. No additional abnormalities were identified during the inspection. Following these actions, the customer was able to inventory all remaining pockets without further issues. During dchu visual inspection: pn 353844-01: both units were received with physical damage to the flat flex cable, including bends, black marks, a cut on one retractor, and thermal damage with exposed copper strands on the other retractor. During dchu testing: pn 353844-01: no testing was performed due to physical damage observed on both returned assy retractor dwr hh cubie units, including a cut on one flat flex cable and thermal damage on the other. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint cubies failing intermittently was due to physical damage observed on the two returned assy retractor dwr hh cubie units, including a cut through the flat flex cable on one retractor and localized thermal damage with burn marks and damaged copper strands on the second retractor, which compromised the communication and control signals responsible for managing the cubie pockets and resulted in intermittent malfunction and improper cubie operation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie that failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. As per part investigation, it was determined that cut through the flat flex cable on one retractor and localized thermal damage with burn marks. There were no adverse events or injuries reported based on this event.